Manufacturer narrative:
Inratio precision data provided by end-user lot 060583: first test inr = 3.6, second test inr = 4.1, mean = 1.8; sd = 0.85, %cv = 47.1%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 3.6, second test inr = 4.1.